Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v714946, implanted: (B)(6) 2011, explanted: unknown. (B)(4):constipation.

Event description:
It was reported that the patient was having trouble adapting to the interstim implant. She experienced tingling from the battery to her butt cheek, and a little warmth over the battery. It was noted that the hcp told the patient she was healing well, and the patient stated the therapy was working well. Additional information received reported that the patient thought she might have a bladder infection. The hcp reportedly treated the bladder infection. The hcp reprogrammed the system to be closer to the bladder and the patient noticed a loss of therapeutic effect. After reprogramming, the patient could go five hours between using the bathroom. The duration steadily decreased to two hours. The patient increased stimulation from 0.6volts to 0.9volts and experienced changes in hearing. Her hearing returned to normal after turning stimulation down. The hearing changes may have been caused by an unrelated medication, ativan. It was later reported that the patient experienced constipation and soreness in the rectum area. The hcp instructed her to take stool softeners. Stimulation was comfortable in the vaginal area. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced a shocking or jolting sensation during a CT scan of her brain. During the scan, the patient's bladder "jumped" twice. She had her eyes closed, then saw two lights in her eyes, then her bladder "jumped". The implantable neurostimulator was off and it had been off for two weeks. It was noted that the patient did not have the complaint prior to the CT scan. She felt the same sensation one other time when she walked close to a generator.

Event description:
Additional information received reported that the patient noticed warmth at the implantable neurostimulator location that then returned to normal. On (B)(6) 2011, it was reported that the patient had a noticed a sudden change in the level of stimulation for the past two days. There was no change in therapy, and it was mentioned that the device was working. The patient also stated that when she wakes up in the morning her eyes see light, then dark, back and forth. It was noted that the patient takes medication. Additional information received reported that the patient experienced a loss of therapeutic effect, and noticed that the her frequency increased the longer she used a program. The patient was currently going every 1.5 hours.

Event description:
Additional information reported indicated that the patient received a shocking sensation when they were 15 feet from a generator at a hot dog stand. The patient stated that she keeps having more concerns with her device and that she had to "hange the way she lives her life"because of the implant.

Event description:
Additional information received reported that the patient experienced an intermittent shocking sensation in her stomach. She also experienced a shocking or jolting sensation when walking next to an air compressor that was turned on, and when walking 10-12 feet from a generator. The implantable neurostimulator (ins) was turned on when the patient experienced the shocks. The patient also experienced numbness when having a bowel movement, and could not lay on her back or side where the ins was implanted because it felt "like it's jumping" and made her legs jerk. It was noted that the ins was checked two weeks ago and no problems were found.

Manufacturer narrative:
(B)(4).

Event description:
Further review revealed that the patient reported stronger smelling urine along with bladder soreness. Additional information reported the patient had not used stimulation for a couple of years. They did not need therapy and their bladder was better. The patient was meeting with their healthcare provider to discuss explant.